Event description:
A report was received that during a trial procedure, the patient was experiencing a lot of pain during the placement of the leads. It was noted that when the patient got out of the operating table the leads came out of place and the physician opted to pull the leads out. No further information could be obtained at this time.